Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of lo (less than 10 mg/dl) back to back with a result of 182 mg/dl when testing was performed less than 10 minutes apart on the active system. Reporter stated that the strip may have not been dosed correctly for the first result. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.